Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on a competitor brand device. As a result, the customer reported self treating (unspecified) and no third party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.